Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received a failed battery alarm as well as had a blank display. The customer¿s blood glucose level was 247 mg/dl. The customer states got message of low battery and went to put battery in and was already completely dead, and once new battery was in still was a blank screen. The customer was assisted with troubleshooting and the display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.